Manufacturer narrative:
During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator's internal battery would not charge and needed to be replaced. The device was not in pt use.